Manufacturer narrative:
Both the associated ventricular and peritoneal catheter components of the shunt assembly were patent and met the requirements for leak testing. All of our catheters are 100% inspected at the time of manufacture. The returned valve was patent. It also met the requirements for leak, siphon, pressure-flow, and preimplantation testing. However, the valve did not meet the requirements for reflux testing due to the presence of proteinaceous and crystalline debris within the interior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. The instructions for use that accompany the device also caution that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture. The initial report indicated that there was one strata nsc valve associated with this event. However, during our investigation it was discovered that there were instead two separate delta shunt assemblies, regular, bioglide, performance level 0.5 involved in the event.

Event description:
It was reported to medtronic neurosurgery that spinal fluid was unable to be discharged through the valve.